Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 12.4-13.6 cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.